Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they found their insulin pump in their lawn and it was not working. Customer was assisted in blank display. Customer's blood glucose level at the time of incident was unknown. Customer stated that the insulin pump was dropped and was exposed to moisture. Customer was assisted with pump exposed to fluid troubleshooting. Customer stated that the insulin pump was exposed to rain. Customer stated that insulin pump's screen immediately went blank after moisture exposure. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. Moisture damage was also found on the motor, vibrator, keypad and battery tube assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.